Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blank lcd screen was due to possible electrostatic discharge damage.